Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a little piece of "plastic" in the syringe. Reportedly, the customer saw this piece after removing air from the cartridge. The customer acknowledged that the plastic piece may have been cartridge septum material. Additionally, the customer reported a blood glucose (bg) level of 337 mg/dl. The customer stated that suspected cause of the bg level was due to eating food and not bolusing for the food. Reportedly, the customer loaded a new cartridge to address the event and the bg level was addressed with a bolus via the pump.